Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. An investigation could not be conducted and no conclusion could be drawn without the complaint device.

Event description:
During the open reduction internal fixation (orif) of a zygomaticomaxillary complex (zmc) fracture, while the screw was being inserted into the plate, a hairlike piece of metal started to come up through the screw hole in the plate. The surgeon kept the screw and the plate in, and removed the shards from the screw. It was confirmed that all pieces were retrieved with no harm to the pt. This complaint is on the screw. This is report 2 of 2 for the same event.